Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 05, 2020 - august 06, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. Approximately, 15-20% of the solution remained in the device. The device had been filled with 13.5g piperacillin/tazobactam in 230 ml 0.9% sodium chloride . There was no report of patient injury or medical intervention associated with this event. No additional information is available.